Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported the customer was experiencing high blood glucose. Customer's blood glucose was 649 mg/dl. Customer treated with bolus and manual injections. Customer reported hospitalization last (B)(6) 2015. Customer stated that he was in coma for 3 days and had diabetic ketoacidosis. Customer was treated with IV and insulin drip. Customer was wearing the insulin pump at the time of the event. Customer reported that he had constant bent cannulas with his quick sets. The customer was advised that we would be sending samples of infusion sets. No further information provided.